Event description:
In 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). During the implant, it was reported by the surgeon that the coring knife was dull and could not be used. The surgeon had to use a scalpel to complete the coring, and the implant continued with no further issues. The pt remained stable and on lvad support.